Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the noise on the image occurred, due to a cable failure and charge-coupled device (ccd) failure. The cause of the cable and ccd failure could not be identified. Damage to the camera cable can be prevented, by following the instructions for use which states: do not coil the camera cable with a diameter of less than 20 cm. Never excessively pull the camera cable, but straighten it gradually, when it is coiled. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. Do not use excessive force, when wiping the external surfaces of the camera cable. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. Never use a clamp or forceps to attach the camera cable to another object. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During device evaluation at olympus, it was found the complaint was confirmed and image noise occurred due to charged coupled device unit failure. Also, evaluation found the video connector contact was dented and the scope mount lock button activation was heavy. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when the hd camera head was connected to a monitor, a green line appeared and interfered with observation from the surgical field. A cord break was suspected. The issue was found during a therapeutic procedure. The procedure was completed with a similar device. There were no reports of patient harm associated with the event.